Event description:
Catheter inserted into newborn infant. X-ray taken for position. Noted it needed to be pulled back 2 cm. Physician pulled back the catheter and it snapped; breaking leaving 1/2 in infant. Infant taken to angiography for retreival.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: none or unknown, tubing. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.